Event description:
A surgeon reported that during a procedure, the vitrectomy probe would not actuate. An alternate probe was used to complete the case. There was no harm to the patient.

Manufacturer narrative:
The investigation is in progress. The sample is in transit, but has not been received for evaluation. The device history records (DHR) for the lots were reviewed. The product was released according to the manufacturer's acceptance criteria. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 06/11/2014. (B)(4).